Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: a review of the black box revealed evidence of a voltage drop. A ¿call service (cs) 177¿ warning occurred as a result on (B)(6) 2016. The battery cap was not returned; therefore, a test battery cap was used to complete testing. The ¿ez-prime¿ steps were performed correctly; all current readings were within specification. The reported ¿short battery life¿ complaint was not duplicated. The pump¿s cover was removed, no intermittent conditions were found to the printed circuit board or to the rf module. Unrelated to the complaint, the battery compartment was observed to be cracked at the threads on the side. Also unrelated to the complaint, a dim reddish display screen was observed.